Event description:
It was reported that on (B)(6) 2026, a 31mm tailor flexible annuloplasty ring was chosen for a procedure. After implanting the ring, the lead surgeon found that the mitral valve leaflets were not well coapted and the reshaping effect was unsatisfactory. To ensure the patient's postoperative outcome, the surgeon ultimately decided to replace it with a mechanical valve. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.